Manufacturer narrative:
The monopolar curved scissors instrument has been returned for evaluation, but the testing has not yet been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument blades were charred black from use. There was no reported patient injury during the last procedure in which the instrument was used. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the instrument tips were found to be discolored. The discoloration is mainly present on the scissors tips and can be easily scraped off with inspection tool. Root cause attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.